Event description:
Received info that alleged pump stoppage all insulin delivery.

Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A follow up report will be filed. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6).